Manufacturer narrative:
This report is associated with argus case (B)(4), biotene original oral rinse.

Event description:
Has been swallowing the product for almost a year now [accidental device ingestion] case description: this case was reported by a consumer and described the occurrence of wrong technique in device usage process in a (B)(6) female patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number (B)(4), expiry date 31st january 2016) for dry mouth. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced wrong technique in device usage process, wrong technique in drug usage process, expired drug used and expired device used. Biotene original oral rinse (savannah) was discontinued (dechallenge was unknown). On an unknown date, the outcome of the wrong technique in device usage process, wrong technique in drug usage process, expired drug used and expired device used were unknown. Additional details, adverse event information was received on 19 december 2016. Consumer reported that she had been using the biotene oral rinse for a whole year. Consumer reported she had been pouring the biotene oral rinse in the biotene spray bottle and had been spraying it in her mouth and not been using it as a rinse per directions. Consumer did not have any specific dates on anything other than her using the product for a whole year. Consumer just took the bottle out the trash and read the directions and that was when she noticed she had been doing it wrong. Consumer also reported by her doing that for a whole year, it had worked for her. The consumer reported she had been swallowing the product for almost a year now. She had been using the rinse as a spray. The consumer stated she had been using the expired product for a whole year. It was expired when she bought it. Consumer would be calling poison control.